Event description:
It was reported that the tip of the inserter fractured during surgery. Instrument was a recall item. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Reported event occured with use of instrument involved with recall (recall #z-0954-2013). Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
A visual examination confirmed the reported event. The tip of the instrument was sheared off. The instrument was not processed properly and was part of a recall. The underlying root cause is an unauthorized tig weld at close proximity to the tip, causing some of the manufacturing instruments to exhibit distal tips with less than adequate mechanical strength.